Event description:
A physician reported a pt who was implanted on 10/3 into the upper and lower vermilion borders. On 10/4/97, the pt reported a herpetic cold sore formation near the incision site at the right lower vermilion border. On 10/4/97, the physician prescribed zithromax oral antibiotic. In late october, (exact date unk), the pt reported that she experienced pain at both the left and right implant suture sites. On 11/7/97, the physician noted that the lower vermilion border implant was infected and removed it. The physician believed that the infection was secondary to an open wound caused by the herpetic cold sore infection. On 11/11/97, the physician reported that the pt was doing well, and that he planned to reimplant the lower vermilion border at a future date.